Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that image problem ¿balance issues/static¿ occurred on the camera head during preparation, for use for an unknown procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was likely, due to a faulty cable. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.